Event description:
See MFR 3004209178-2012-01152, it was reported that the patient experienced a shocking / jolting sensation. Additional information was requested. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Neurostimulator; model 3058, serial (B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3093-28, lot v440501, implanted: (B)(6) 2010, explanted: na. Programmer: model 3037, serial (B)(4). Lead: model 3093-28, v154642, implanted: (B)(6) 2008, explanted: na. Programmer: model 3037, serial: (B)(4).